Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that they went to emergency room due to high blood glucose or diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 345 mg/dl at the time of incident. The customer's current blood glucose is 223 mg/dl. The customer was not experienced any symptoms such as a result of high blood glucose. Based on customer¿s report customer did not allege under delivery. The customer was treated with manual injection for high blood glucose level. The customer was wearing the insulin pump when high blood glucose event was reported. The insulin pump will not be returned for analysis.